Event description:
It was reported to boston scientific corporation that during preparation for a ureteroscopy procedure using an accumax 200 laser fiber, the scrub nurse noticed the fiber was broken when it was being plugged into the laser. The fiber was intact when the package was opened. The fiber was not used on the patient. The procedure was completed with another accumax 200 laser fiber without complications to the patient, who is reportedly 'fine' post procedure.

Event description:
It was reported to boston scientific corporation that during preparation for a ureteroscopy procedure using an accumax 200 laser fiber, the scrub nurse noticed the fiber was broken when it was being plugged into the laser. The fiber was intact when the package was opened. The fiber was not used on the patient. The procedure was completed with another accumax 200 laser fiber without complications to the patient, who is reportedly 'fine' post procedure.

Manufacturer narrative:
Visual analysis of the returned fiber revealed the fiber is in two pieces; broken 53.5 cm from the 'sub-miniature a' (sma) connector face. There is approximately 5 mm of exposed tip remaining and appears unused.